Manufacturer narrative:
Device evaluation- the lens was returned with moisture in microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.50 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. The cause of event is reported as unknown.